Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 605mg/dl. It was stated that the customer received a few no delivery alarms. Troubleshooting was performed. It was stated that the customer had unexplained high glucose level for the past week. It was stated that the customer's most recent glucose reading was 405mg/dl and was treated with the insulin pump and manual injections. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.